Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was behind by 5 minutes. Customer stated blood glucose levels have been impacted, however did not provide any additional information. Tandem technical support guided the customer through adjusting the pump time.